Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). The reason for call was caller reports that patient (pt) is reporting abnormal discharge of the battery and incisional site warmth when stimulation is turned on and during ins recharging. As of yesterday, caller states patient was evaluated by healthcare provider for an infection and is being treated with antibiotics. Wound was noticed as dehiscing at (B)(6) appt. Caller doesn't think there is an active infection but patient's main concern is abnormal heat and erythema in the pocket site as well as being unable to recharge properly which could be infection related. Patient has been taking antibiotics for several months for other reasons prior to implant. During programming session yesterday, patient said that it had gotten significantly more warm in the area of his battery site when stimulation was on. The warmth seemed to be associated with having stimulation on. Patient also says that it's still warm regardless. Patient generally tries to get their ins charge level to 100% but there were several instances in recharge diary when patient would only get to 80, 90% or 60% as ending charge level. It is unclear if patient is having to charge daily or not. On (B)(6) patient recharged with good pairing for 1.9 hours to 100%. Following that on (b)(6() patient charged twice from 20% to 60% in 27 minutes and then from 60% to 100% in 56 minutes with excellent pairing. It seemed like patient had been charging pretty consistently. Recharger impedances were good and connections were good. Caller was concerned about the fact that patient feels like the battery is depleting so much and that there is excess heat in his pocket site and caller was concerned that the battery was depleting abnormally and eliciting more heat than necessary. Caller did a research calculation on the program that patient had and it was at 4.1 days though this was just estimate on one group. Recharge estimates not done on any other groups. Patient did crank it up a bit since his first post op appointment by a little over 2 ma but this wouldn't change the recharge frequency by that much (given that the pt's recharge diary reflected a potential need to charge daily). Tss reviewed lowering recharge speed and working with pt's programming in the future to address recharge frequency concerns. For now, the pt is leaving their stimulation off and will have their wound checked this friday (B)(6), and again checked the week of (B)(6). Tss also offered to have caller send in tablet session files for a look at diary data in case any issues persist once the pt's implant site quiets down. Caller sent in latest tablet session file. Tss sent email back to caller about observations from the session report: loss of stim due to depleted ins, some longer recharge sessions due to "good" recharge coupling and higher settings on some of patient's groups and subsequent consolidation of programming down to 1-2 programs (instead of 3-4 programs). Patient had dental implant last week.